Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery was down to fifty percent remaining in two years. Boston scientific technical services (ts) referred patient to the physician. As of this time, this device remains in service. No adverse patient effects were reported.